Event description:
It was reported that the buttons were intermittently responding on the customer's insulin pump. The insulin pump was neither bumped nor dropped. A battery change did not resolve the anomaly. The customer's blood glucose level was 23 mmol/l. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).